Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was displaying the battery indicator symbol. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. Since (B) (6) 2009 the pt noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. This meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. In (B) (6) 2009, the pt experienced the symptoms of frequent urination and yeast infections. On (B) (6) 2010, the pt visited her physician, during which her blood glucose level was tested to be 498 mg/dl. The pt was treated with ten units regular insulin. The pt manages her diabetes with the oral diabetes medications metformin 850 mg three times per day and glyburide 2.5 mg per day. The pt noted she had not taken the glyburide for one month as her prescription ran out. Troubleshooting revealed this was not a new meter, there had been no misuse of the product, and the pt had not replaced the battery as recommended by the MFR. The issue was not resolved, as the pt did not have a new replacement battery available. The meter,test strips and control solution were replaced. The pt did not replace the meter's battery as recommended. The pt allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.